Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 8031020-2011-00263.

Event description:
During a surgery, three anchorage screwdrivers had broken at the shaft. He said, they shattered. He said, they were not being used with a powered device but were used with a handle by hand.